Manufacturer narrative:
The flow sensor was replaced. No report of patient involvement.

Event description:
During a service visit, the hospital requested the (B)(6) service representative to check their stock of flow sensor modules. Inspection of the modules noted one flow sensor had a diaphragm that was stuck to the top of the flow sensor housing. There was no report of patient involvement.